Event description:
Customer reported resistance when removing the sensor needle. She reported that she had issues with connection and received lost sensor alerts. She stated that when the sensor was removed, the cannula was not attached. The blood glucose reading was 269 mg/dl. Customer went to the doctor and was told that if the needle was in there that it would work it's way out and they were unable to find anything. She stated that there was bruising at the site and that it had bled more than usual. Nothing further was reported.

Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.